Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: kwq complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received, however, pictures reviewed and a shaving is visible next to the screw, most likely a peeled off thread flank. Only based on the picture no further evaluation is possible. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, a part of the cervical spine locking screw thread had come off. A zero profile (zero-p) cage was placed between vertebral bodies and three (3) screws were inserted into the cage using an unknown screwdriver that had torque limiter on. After inserting the final cervical spine locking screw with same screwdriver, part of the screw thread had come off. The cervical spine locking screw was removed and replaced with another screw. There was no patient impact and no surgical delay greater than thirty minutes due to the reported event. Concomitant devices reported: unknown zero p cage (part #: unknown, lot #: unknown, quantity: 1), unknown screws (part #: unknown, lot #: unknown, quantity: 2), unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1), unknown torque limiter (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: pictures reviewed and a shaving is visible next to the screw, most likely a peeled off thread flank from the screw. Only based on the picture no further statement is possible. The manufacturing documents were reviewed and no complaint related issues were found. This lot was manufactured in october 2017, all packages are shipped and we are not aware of any other complaint for this article- and lot number combination. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.617.814.02s, lot: l527534, manufacturing site: mezzovico, release to warehouse date: 20. Oct. 2017, expiry date: 01. Oct. 2027. The screw length is anyway not relevant for the complaint condition with the broken screw head. Finally is can be concluded that the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or relevant nonconformities noted. This lot met all material, dimensional and visual criteria at the time of release with no relevant issues documented during the manufacturing process. Review has shown that this non-conformity is not relevant for the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Pictures reviewed and a shaving is visible next to the screw, most likely a peeled off thread flank from the screw. Only based on the picture no further statement is possible. The manufacturing documents were reviewed and no complaint related issues were found. This lot was manufactured in october 2017, all packages are shipped and we are not aware of any other complaint for this article- and lot number combination. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.617.814.02s lot: l527534 manufacturing site: mezzovico release to warehouse date: 20. Oct. 2017 expiry date: 01. Oct. 2027 the screw length is anyway not relevant for the complaint condition with the broken screw head. Finally it can be concluded that the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or relevant nonconformities noted. This lot met all material, dimensional and visual criteria at the time of release with no relevant issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.